Event description:
Patient reported that he underwent right hip arthroplasty in 2005 utilizing metal-on-metal components and has subsequently been revised due to failure of the implants. Review of sales and invoice history revealed that the original procedure took place on (B)(6), 2005. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).